Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. The cause of the crack was not known. Customer also reported a cartridge error. The customer changed the cartridge; however, the alarm did not clear. Customer reverted to using manual injections for insulin therapy. Blood glucose was 141 mg/dl.